Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the design history files (dhf) confirmed that a design change was performed to improve the operational amplifier circuit on the dr board. The failure of the circuit could possibly lead to the endoscopic image not appearing during the use of 180 series endoscopes. This change was implemented in april of 2018, after the date of manufacture (19-dec-2016) of the device reported in this complaint. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, it was determined the patient board set was faulty, causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that an electrical connection was either burned or malfunctioned. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.